Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable total psa total (free + complexed) psa - prostate-specific antigen (total psa) results for two patient samples. Patient sample 1 initial result was 5.27 ng/ml. The sample was repeated and the result was 0.02 ng/ml which was reported outside the laboratory. The doctor called to question the result and the sample was repeated again with a result of 5.26 ng/ml which was sent as a corrected report. Patient sample 2 initial result was 0.02 ng/ml and was reported outside the laboratory. When the questionable result for patient sample 1 was discovered, the customer repeated this sample. The repeat result was 4.49 ng/ml. The sample was repeated again and the result was 4.45 ng/ml. The result of 4.49 ng/ml was sent as a corrected report. The patients were not adversely affected. The total psa reagent lot number was 16992401 with an expiration date of 09/30/2013. The field service representative problem found there were worn sample racks that were not holding the 13mm tubes straight. He inspected the system and verified adjustments and found no abnormalities. He provided tube adapters in the sample racks for processing of 13mm tubes. To verify the analyzer operation, he ran performance testing which recovered within specifications. The customer ran qc which recovered within the customer defined ranges.